Event description:
It was reported that the pt experienced a loss of analgesia and an undesirable change in stimulation. The pt's lead was replaced. The pt recovered without sequela. Additional info has been requested.